Manufacturer narrative:
Concomitant medical products: product ID: 3988spr, lot# n25881, implanted: (B)(6) 2003, product type: lead. Product ID: 3988spr, lot# n25881, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4) implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
The device was received with no information on (B)(6) 2010. Additional information was received on (B)(6) 2015 indicating that the patient had a lack of effect following implant. The patient was told their nerves were touching. They went in and made some changes. They had to turn the device off because of overstimulation and it curled their toes. They did surgeries to try and straighten their toes. The device was only operational for about 9 months and then it was turned off. They attempted a revision at one point. The lead was moved further down and it was unsuccessful. The device was explanted because the patient needed an MRI for an unrelated reason and it could only be performed if the complete system was removed. A portion of the lead was left in the patient on (B)(6) 2010. During the explant the physician had to leave a portion of the lead due to a potential for nerve damage, 4 or 5 inches of lead was left remaining. The original reason for the implant was because of a solid rubber brace that was improperly prescribed and caused nerve damage. They developed a blood clot and that led to him getting the stimulator. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results for the stimulator (B)(4) indicated that the stimulator battery normal end of life and telemetry and output were okay. Product analysis #(B)(4):[primary] y [finding type] stim analysis performed [finding] rac1 [finding description] no device analysis - meets risk based analysis criteria [result] meets risk based analysis criteria

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.